Manufacturer narrative:
Product analysis: at analysis the failed incoming tests for rapid rate amplitude, atrial sensitivity at multiple milliampere measurements, atrial frequency sensitivity at multiple settings and its ventricular sensing testing. It was additionally noted that the menu selection for high rate did not work and that its main board was defective. It was recommended that the generator be scrapped. It was returned to the customer unrepaired and with a "do not use" label. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.